Manufacturer narrative:
Additional information was added to the following fields: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the complaint description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements on the right atrial channel, due to this a lead safety switch was triggered. Furthermore, 2 signal automatic monitoring (sam) episodes were recorded. Lastly it was observed that noise and oversensing were exhibited by the lead , which led to the device record inappropriate atrial tachy response (atr) episodes. Additional information was received indicating that the right atrial lead was surgically abandoned and another lead was implanted instead. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements on the right atrial channel, due to this a lead safety switch was triggered. Furthermore, 2 signal automatic monitoring (sam) episodes were recorded. Lastly it was observed that noise and oversensing were exhibited by the lead , which led to the device record inappropriate atrial tachy response (atr) episodes. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the complaint description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements on the right atrial channel, due to this a lead safety switch was triggered. Furthermore, 2 signal automatic monitoring (sam) episodes were recorded. Lastly it was observed that noise and oversensing were exhibited by the lead , which led to the device record inappropriate atrial tachy response (atr) episodes. No changes have been performed. This device remains in service. No further adverse patient effects were reported.